Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Per the reporter, the device was explanted on (B) (6) 2010 due to the catheter breaking, the date of implantation is unknown. The system was replaced with a new system. There was no report of incident related medical sequela.